Event description:
It was reported that the pump exhibited constant air in line. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other text: device evaluation: tamper seals are intact. Air detector was inoperable and fluid ingression on the downstream sensor. Air in line detected on the pump display and in the event history log. Visual inspected the device. Tested air detector "air in line detected" message on the pump display. Customer problem was duplicated. Recommended air detector to be replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2015-08) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.